Event description:
It was reported that the extension tube of the medial lumen was detached from the backform. It was further stated that a force seemed to be applied in some degree,. The catheter was indwelled on (B) (6) 2010, and the problem was observed on (B) (6) due to blood leakage. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. The extension tube of medial lumen was torn at the backform. The bond mark was found on the extension tube. There was no other damage was observed on the catheter. A device history record review was not completed due to the lot number not being provided with the reported event. This event was determined to be reportable following edwards standard procedures. A detachment or separation has the potential to result in a significant loss of IV fluid/blood.